Event description:
It was reported that the user experienced hypoglycemia with a reported glucose of 44 mg/dl without confirmatory fingerstick and presented as weak, tired, and shaky; the event was managed via oral carbohydrates including approximately three rolls of smarties and small sips of juice, resulting in an increase to 74 mg/dl and symptom relief. Symptoms included neuroglycopenic and adrenergic features consistent with hypoglycemia. Outcomes included recovery without emergency services, hospitalization, or device discontinuation. Investigation included complaint intake and user counseling on hypoglycemia treatment and avoidance of overtreatment. Investigation of this case revealed no device malfunction reported or observed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.